Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2d4 ICD implanted: (B)(6) 2014; 4592-45 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a post operative check up the left ventricular (lv) lead exhibited high threshold, no capture and migration was suspected. No action was taken, and the lv lead remained in use. Approximately two weeks later, the lv high thresholds, and no capture were confirmed. The lv lead was explanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, left ventricle capture threshold was last measured via capture management on (B)(6) 2014 and increased abruptly to 3.75v @ 0.40 ms.